Manufacturer narrative:
(B)(4).

Event description:
The new user ( the patient) complains about transmitter failed on the first day of using new transmitter. That was his new transmitter and he thought that was sensor issue therefore he changed for another one. After he inserted the new sensor there occured again note transmitter failed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. No data was provided for evaluation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.